Manufacturer narrative:
Device is combination product.

Event description:
It was reported stent damage occured. The target lesion was located in a moderately calcified vessel. A 3.50 x 12 synergy stent was advanced to treat the lesion. However, the device was unable to cross the lesion. When the device was removed from the patient, it was noted a strut was lifted. The procedure was completed with a different device as different manufacturer and different size successfully. There were no patient complications nor injury reported.